Event description:
My doctor told me about the essure procedure in 2008. Had nothing but complication for 3 years. Stomach pain consistent daily. Every day going back and forth to the doctor. Taking prescription pain medicine to help with the pain. Did not work. Finally she said the only way she can get the metal rod out of me was to have a hysterectomy. So in 2011, I had a partial hysterectomy done. After having the hysterectomy I had a complication in extending the hospital stay for 9 to 10 days due to having infection that went into my blood stem I had to "haha" with a pixie line in my arm and give myself a daily antibiotics for 2 weeks. It was the worst thing that I could have ever been through. Can't recall but I think I got the essure done in (B)(6) 2008 in the hysterectomy of (B)(6) 2011.